Event description:
Additional information has been received since the previous medwatch report was submitted. The cutwire was not broken, as had been reported. The device was not able to bow as much as was required.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01490 addresses the other device. It was reported to boston scientific corporation that two ultratome sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure went to perform a sphincterotomy and the cut wire broke; no part of the cut wire fell into the patient. A second ultratome sphincterotome was used and failed in a similar manner; no part of the cut wire fell into the patient. The procedure was completed with another ultratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Additional information was received that corrects information previously filed: this event has been deemed a non reportable event based on the investigation results; (the cutwire was not broken, as had been reported, and was found intact). A visual examination revealed that the working length/distal tip was twisted and the cutwire was not broken and was found intact. During analysis, the cutwire was found twisted at the distal tip hindering the bowing/cutwire functionality of the device. The exposed cutwire measured approximately 20 mm which meets the specification. The cutwire appeared slightly burnt/blackened near the proximal pierce hole. A functional evaluation found that the device does not meet the bowing specification due to the twisted distal tip. The od of the exposed cut wire was measured and meets the od specification. The condition of the returned unit was consistent with the revised complaint incident that the cutting wire was not able to bow as much as was required. The cutwire was found intact and was twisted at the distal tip. The most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database was performed and no anomaly was found.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.